Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite bronchovideoscope had a broken insertion tube. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a b30 (scope communication error) code. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed due to connecting tube being dented. In addition to the finds reported, the adhesive on bending section cover was chipped. Connecting tube had a wrinkle. The scope connector was corroded due to water leakage. Scope connector cover unit was corroded due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The universal cord had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the subject event ¿b30¿ occurred due to failure of the printed-circuit board of the scope connector since images were normally displayed with the image sensor unit alone. Regarding the failure of the printed-circuit board in the scope connector, corrosion due to water intrusion into the scope connector was observed. Therefore, regarding the possibility of water leak, it is likely that the below factors could have caused water intrusion since a check valve which prevents increase of inner pressure in the scope connector (and where air automatically exits when the inner pressure increases) was installed at the venting connector. ·a eog cap or a water leak test air tube was assembled at the venting connector underwater. ·a foreign material such as pieces of cleaning tools got stuck at the valve of the venting connector. ·connecting the water leak test air tube while moisture was attached to the gap of the venting connector. ·the water leak test air tube was broken or deteriorated such as deteriorated packings when the reprocessor was used. ·liquid intruded in the water leak test air tube by immersion in water and the liquid entered in the scope connector at the leak test. In addition, it had been used for approximately 9 years and 7 months since it was delivered in april 2013, it had been used for more than the durable life (refer to the attached document of the instruction manual). Therefore, it is considered that deterioration over time caused failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective image sensor unit, defective printed circuit board (pcb) inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event.  The event occurred during maintenance and inspection.